Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Examination of returned device found no evidence of product non-conformances. During the evaluation, it is confirmed the cement did not remain fixated to the tibial tray. The roughness of the surface in contact with the bone cement was found to be above the minimum requirement. The likely cause of the inadequate fixation is due to cementing technique.

Event description:
It was reported patient underwent a total knee arthroplasty with competitor's bone cement on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to pain and lack of cement adhesion. The tibial tray was removed and replaced.